Manufacturer narrative:
Service in field performed (B)(6) 2014. Resonator s/n (B)(4) returned to ams and analysis performed on (B)(6) 2014. Product evaluation summary: evaluation of the resonator confirmed the error 111 diode low voltage. Lbos were moisture damaged and low aim beam power from aim diode was also noted. Both of the lbos, diode and aim diode were replaced.

Manufacturer narrative:
System analysis/service repair: the reported error codes 111,211 and 202 were confirmed and determined to be the result of a defective resonator. The resonator was replaced and a preventative maintenance (pm) performed. The system was tested and verified to meet specification.

Event description:
It was reported that during a prostate procedure, error codes 111, 211 and 202 were received at 216,000 joules into the surgery. The case was completed using an alternate procedure (turp). There was no patient injury reported.